Event description:
It was reported that "insulation failure" was observed. The lead was replaced, and the patient's status was noted as 'ok'.

Event description:
It was reported that "insulation failure" was observed. The lead was explanted and replaced and the patient's status was noted as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.